Manufacturer narrative:
H3: one device was received for analysis. Service history review identified that the device had not been serviced yet. The reported issue was not confirmed. There was no constant overpressure alarm and the shut off pressure was within the correct range. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification.

Event description:
It was reported that the device gave a constant overpressure alarm. There was no reported patient involvement.